Event description:
A malfunction was reported with the display showing malfunction code 9, but no notable events occurred prior to the issue. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer with resetting the pump, and the malfunction code did not recur afterward. The customer was advised to continue using the pump and to call back if the malfunction reappeared, which was acknowledged and understood by the customer.